Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with a broken header and with the battery level at end of life (eol). The device was cut open and the battery was sent for analysis. The results showed no anomaly on the battery. A new battery and header were used to test the hybrid and indicated normal device functionality. Premature depletion is consistent with a hardware latch-up. The broken header is consistent with the pulling force used during the explant procedure. A longevity assessment was performed and it is considered premature depletion.

Event description:
During remote follow-up, it was reported that premature battery depletion was observed. Device explant was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
During remote follow-up, it was reported that premature battery depletion was observed. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.